Event description:
It was reported that the customer experienced an elevated blood glucose level of 549 mg/dl; cause was not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer continued to use the pump for insulin therapy.